Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the implant would no longer inflate, the pump would not refill. Upon explanting, a pinhole was discovered on the left cylinder. Pump and cylinders were removed and replaced. No patient complications were reported in relation to this event.